Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodged inside the patient. The patient anatomy was cannulated through the right femoral artery (rfa) using a 5fr sheath. The 85% stenosed, concentric, in-stent restenosis target lesion was located in the moderately tortuous right coronary artery (rca). The lesion length was 18mm and the reference vessel diameter was 2.75mm. The introducer sheath was exchanged for 6fr sheath and then a 300cm forte guide wire was advanced to the distal rca. A non-bsc 2.0x20mm balloon was then advanced to the lesion site in the distal rca and inflated to 7 atms for 30 seconds, 8 atms for 30 seconds and 10 atms for 19 seconds. This balloon was removed and a quantum maverick 2.5x15mm balloon was advanced to the lesion site and inflated to 10 atms for 25 seconds, 8 atms for 17 seconds and 10 atms for 17 seconds. Next, a taxus liberte 2.75x28mm stent was introduced. It was attempted to advance the stent but it was not possible to cross the lesion site. At this point it was noticed the un-deployed stent had dislodged from the delivery balloon. Under fluoroscopy the stent was found in the proximal rca. Next, the physician re-introduced the quantum maverick 2.5x15mm balloon thru the stent, placed it distal to the stent and inflated the balloon. An attempt was then made to withdraw the balloon and the stent as one unit from the patient. When withdrawing the devices through the sheath however, it was noted the stent again dislodged and was in the right iliac. Again the stent was located under fluoroscopy but had then migrated to the branch of the right profunda. No attempt was made to retrieve the stent from this location. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "fine".